Manufacturer narrative:
D4 the customer reported product number 64h200001, but this was not found in or system. D4 and h4 the lot#, expiration date, and manufacture date are unknown. E1 - this complaint was received through: (B)(6). Upon completion of the investigation a supplemental MDR will be submitted.

Event description:
A complaint was received with regard to an unspecified spiros experienced disconnection during use. The reporter stated that, "as we discussed we have had numerous issues with spiros disconnecting from the rest of the giving set ¿ this has occurred from all potential parts of the set but in particular from y connectors. So far, this has always been from the side where the purple cap is. Today we also encountered it ¿self unscrewing¿ without anyone or anything touching it multiple times, often until it popped off completely." There was no one harmed as a result of the reported event. In clarification of the above documentation, there was patient involvement but no adverse event and no delay in therapy.

Manufacturer narrative:
D9 - date returned to mfg: 1/13/2025 three photos were returned showing the mating device and the two spiros in packaging, the packaging information of the mating device and the shipping packaging. Received two opened/unused ch2000s-pc connected to one (1) opened/unused bifurcated minibore extension set for inspection. The spin feature of the spiros were not activated. The male luer of each of the spiros was connected to each of the needleless access devices as received. The connection was secure with no propensity to disconnect. The male luer of each spiros was measured and found to meet iso standards. The mating device and the spiros were leak tested per product specifications. There was no leakage and the spiros did not disconnect from mating devices. The spiros was securely connected and left for 24 hours. There was no disconnection during the 24 hours. The reported complaint was unable to be replicated or confirmed. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.